Event description:
Rn reported that they completed 3 surgical cases on this day and all 3 cases got a hole in the top glove from the sticky while modification of the drape using medline 5.5 over glove.